Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy of a tandem internal carotid artery (ica) occlusion secondary to dissection in a 49-year-old female patient, an attempt was made following angioplasty to maneuver a coronary balloon mounted stent into the dissected cervical ica loop. This resulted in the cerebase da guide sheath 90cm (gs9090sd / 30426475) descending and requiring increased forward tension to support the movement of the stent around the turn. The tip of the cerebase was maintained in the cervical ica segment. The stent was subsequently removed due to inability to traverse the proximal section of the cervical ica loop after several attempts. Decision was made to pursue thrombectomy intracranially despite the outstanding dissection and the stent was removed. Herniation of the cerebase was identified in the ascending aorta, which was corrected, then the view shifted back to the cervical / intracranial segment to watch the removal of the exchange microwire. The cat6 aspiration catheter (stryker), synchro2® 0.014¿ guidewire (stryker) and phenom¿ 27 microcatheter (medtronic) were then attempted to advance through the cerebase, in which there was significant resistance mid-sheath. The visualization was shifted back to the mid-thoracic aorta which identified that there was a remnant of the exchange microwire within the cerebase. The aspiration system was removed, and the cerebase was removed under fluoroscopy. At the femoral artery incision, the proximal component of the sheath was removed, and it was noted then there was separation of the inner lining and the distal component which was still visualized in the patient. After gentle pulling, the entirety of the sheath was able to be removed. The physician changed access from right femoral artery to left femoral artery to continue the case. The procedure was delayed by 15 minutes; there was no report of patient complications as a result of the event. It was reported that this was a difficult case due to the patient¿s tortuous anatomy. There were lots of twist and turns. The cerebase catheter itself did not separate into two or more pieces; it remained connected by the braided wire. A photo of the complaint device was included in the complaint. The photo underwent review by the product analysis lab. It can be determined from the photo of the complaint device that the cerebase da 90cm guide sheath has multiple compressed sections on the distal body. There were also residues of dried blood observed on the device. No other damage was observed. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile cerebase da guide sheath 90cm was received contained in a pouch. Visual inspection was performed. The returned device was observed separated in two pieces at approximately 10cm from the hub. Near the tip transition, the device appeared fractured. The exposed braided mesh was observed in stretched and twisted condition. The photo that was included in the complaint was reviewed by the lab. From the photo, the condition of the mesh could not be determined. The device also did not appear to have been in separated state as observed during the visual inspection. A review of manufacturing documentation associated with this lot (30426475) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that when the cerebase was removed under fluoroscopy, it was noted that there was separation of the inner lining; the cerebase was reported to remain connected via the braided wire. The separation of the inner lining was confirmed based on the visual inspection of the returned device. The braided mesh was stretched and twisted. The condition of the braided mesh may have been due to the handling of the device where speed and force may have inadvertently been applied. The complaint documented that the procedure was difficult due to the tortuosity of the patient¿s anatomy. The issue related to resistance in the inner lumen could not be confirmed through functional evaluation due to the condition of the device was received in. The issue related to inadequate support, when the cerebase was not able to traverse the proximal section of the cervical ica loop after several attempts was not confirmed as this is associated and dependent on the patient¿s anatomy. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no device problem found¿ code was used in the investigation findings because the issue related to the resistance in the inner lumen and the inadequate support could not be confirmed / duplicated in the lab setting due to the condition of the returned device and the dependence on the circumstance related to the procedure / the patient¿s anatomy. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. Updated sections: g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 12/10/2020. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4). A photo of the complaint device was included in the complaint. The photo underwent review by the product analysis lab. It can be determined from the photo of the complaint device that the cerebase da 90cm guide sheath has multiple compressed sections on the distal body. There were also residues of dried blood observed on the device. No other damage was observed. The reported issue that there was inadequate support from the complaint device was confirmed as the photo of the device was observed with multiple compressed sections. The issue related to resistance friction was also confirmed from the multiple compressed sections observed. The issue related to the separation of the inner lining and distal component could not be confirmed based on the photo. Further investigation will be performed when the device is returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (30426475) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Inadequate support, inner lumen resistance/friction, and inner lining delamination are known potential procedural complications associated with the cerebase da guide sheath. Based on the information available for review, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors that may have contributed. The complaint device will be returned for analysis; therefore, information regarding potential root cause(s) or assignable root cause(s) of the product failure may be available at a later date. Since the alleged product failure led to intra-op change of surgical procedure from the original plan, the event meets MDR reporting criteria as a serious injury. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy of a tandem internal carotid artery (ica) occlusion secondary to dissection in a (B)(6)-year-old female patient, an attempt was made following angioplasty to maneuver a coronary balloon mounted stent into the dissected cervical ica loop. This resulted in the cerebase da guide sheath 90cm (gs9090sd / 30426475) descending and requiring increased forward tension to support the movement of the stent around the turn. The tip of the cerebase was maintained in the cervical ica segment. The stent was subsequently removed due to inability to traverse the proximal section of the cervical ica loop after several attempts. Decision was made to pursue thrombectomy intracranially despite the outstanding dissection and the stent was removed. Herniation of the cerebase was identified in the ascending aorta, which was corrected, then the view shifted back to the cervical / intracranial segment to watch the removal of the exchange microwire. The cat6 aspiration catheter (stryker), synchro2¿ 0.014 guidewire (stryker) and phenom" 27 microcatheter (medtronic) were then attempted to advance through the cerebase, in which there was significant resistance mid-sheath. The visualization was shifted back to the mid-thoracic aorta which identified that there was a remnant of the exchange microwire within the cerebase. The aspiration system was removed, and the cerebase was removed under fluoroscopy. At the femoral artery incision, the proximal component of the sheath was removed, and it was noted then there was separation of the inner lining and the distal component which was still visualized in the patient. After gentle pulling, the entirety of the sheath was able to be removed. The physician changed access from right femoral artery to left femoral artery to continue the case. The procedure was delayed by 15 minutes; there was no report of patient complications as a result of the event. It was reported that this was a difficult case due to the patients tortuous anatomy. There were lots of twist and turns. The cerebase catheter itself did not separate into two or more pieces; it remained connected by the braided wire.